Event description:
The laser system has the following problem: "when switched-on, it goes to language menu and the touch screen frozen. Can not get into service mode."

Manufacturer narrative:
We are waiting for additional info from the distributor.